Event description:
Pt implanted with long tfn locked distally with two screws. Surgeon achieved near perfect anatomic reduction when implanting tfn. Approx 3-6 weeks after tfn implant, pt returned to surgeon's office complaining of hip pain. Reportedly, pt said she had fallen down steps at her home. Upon obtaining x-rays, the helical blade cut through the femoral head. The implant was not broken. Surgeon removed nail, helical blade and screws and performed a hemi-arthroplasty to fix her new fracture/displacement. This is the first of two reports for this event.

Manufacturer narrative:
Event was reported to synthes complaint handling on 12/06/2011. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.